Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the image issue was physical stress such as dropping / knocking causing damage to the probe coating. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. During examination, the reported issue was confirmed: the pink probe coating was damaged. Functional testing showed that the piezoelectric elements were damaged and the bending angulation values did not meet specifications, visual examination showed the bending section cover adhesive was worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope's ultrasound probe (rose part) was impacted and the resulting image was defective. No adverse effects to patient reported.